Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite and initial observations saw a very low bias flow set to around 12. The bias flow was set to 20 lpm and both the limit and adjust knobs are working as they should. The fsr performed check out of the dc power supply unit and everything was okay. The column filter was cleaned and calibration of the ddi (dynamic displacement indicator) board was performed as the led's were far off to the right.this was corrected and the unit passed. Patient circuit calibration and performance tests were performed and both passed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the 3100 a ventilator experienced mean airway pressure fluctuation while connected to a patient. The customer confirmed there was no patient harm associated with the reported event. The customer stated that the patient was removed from the device and placed on a back up ventilator.